Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer alleged there was an underlying pump issue causing the occlusion alarms. There was no known impact to the customer's blood glucose (bg) level for the past occlusion alarm; the customer's bg level during current occlusion alarm was 564mg/dl and a manual injection was administered to address the bg level. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the infusion set cannula. Further troubleshooting was declined. Reportedly, the customer continued to use the pump for insulin therapy.